Event description:
According to the reporter: the pt alleged injury. Medical history: second degree cystocele, second degree rectocele, stress incontinence, urethra hypermobility.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4).